Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test and functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 49 mg/dl. Customer was at an amusement park. Customer's blood glucose was 79 mg/dl at time of call. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.